Event description:
Additional information was provided from a consumer stated that they wanted to set the time on the handset to be correct as it was currently 1 minute off. Pt reported the handset time zone was off as well. The patient mentioned that they ended up in the emergency room (ER) twice since they were shaking and in pain. The patient insisted on knowing if it will happen again. The patient made a statement that the problem occurred not on the ¿myptm¿ but on the glitch on the pump itself and said that they were implanted a faulty pump. The patient disconnected the call. The agent warm transferred the patient to hcit. Additional information from a healthcare provider indicated that the one-minute time discrepancy was due to daylight saving time, which had been previously reported. The patient visited the emergency room twice but was not admitted. There were no issues with the pump, and the patient was referring to a lockout rather than a faulty pump.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was receiving fentanyl and bupivacaine via an implantable pump for spinal pain use. It was reported that the patient had their pump reprogrammed yesterday and were able to get their boluses. The healthcare provider (hcp) stated that the patient was suicidal and in so much pain. The hcp stated that patient said, if I could just die, I would end it right now." The hcp stated that the patient was allowed 24 boluses and uses all of them. The technical service (ts) explained that the patient will need to wait for the lockout period. Additional information from a patient indicated that they ended up in the emergency room (ER) twice that day in the morning because they couldn't take it anymore and had to go back towards the afternoon or evening. The patient mentioned that they rely on the boluses and use almost all 24 of them every day otherwise they go crazy with the pain. The agent reviewed information and informed the patient medtronic can update providers once there is an update. Additional information from a healthcare provider (hcp) indicated that the patient made suicide attempts due to pain symptoms after being locked out because of daylight-saving time. The patient received intravenous (IV) and oral medications during two emergency room visits but was not admitted. The patient was doing well as of today and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that for the past 2-3 months the patient had been having a difficult time with their handset. It was reported that the handset was not holding a charge and was getting unusually warm during use. The patient has a high pump usage so they get to use 24 bolus a day, but during the night they were having a very difficult time charging the handset. The hcp mentioned that the patient had to go to the emergency room (ER) because they weren't able to use their ptm (personal therapy manager) because it was locked out due to the extra lockout from the time change. The issue was not resolved through troubleshooting. An email was sent to the repair department for the handset.

Manufacturer narrative:
Updated outcome code/b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.